Event description:
Evaluation summary: the front grip halves were separated during the investigation and very slight signs of stress were seen on the bailout holes. There is a slight separation between the 3rd rib and the well on one half of the front grip. There was no apparent damage to the tabs on the screw gear; however, one tab appeared to be more depressed than the other. The tab was slightly lower than the surface of the screw gear. No stress fracture or signs of cracking were observed on either halves of the front grip at the area of where the screw gear tabs connect. The screw gear was separated however, no issues were observed. The event was confirmed; the front grip could easily be detached from the delivery system. The root cause of the event could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted for the treatment of an abdominal aortic aneurysm. It was reported that the bilateral femoral arteries were accessed. The endurant bifurcate was inserted through the right femoral artery, the limb was inserted through the left femoral artery. After the iliac limb stent graft was deployed for 3 parts, the physician pressed the release button to attempt to deploy the rest of the stent graft, but the gray handle came apart which result in the blue handle along with the whole delivery system backed out. The physician stopped deployment, but the iliac limb and the bifurcate short end was overlapped for less than 1 cm. The physician finished deployment, and implanted another endurant 16x13x120 limb to achieve the optimal result. After angiogram, there was no leak seen in the stent grafts. Due to patient's small abdominal aorta, when the delivery system backed out, the iliac artery was pressed, and caused part thrombose in iliac artery. Physician believed that the cause of event was due to delivery system's gray handle was not secured and was too loose. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Conclusions: cause unknown.